Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Technical operations team tested retains of the cartridge lot and did not confirm customer complaint.

Event description:
Customer reported potential false negative for nba referee and provided testing cadence: negative cues on ((B)(6) 2021) (B)(6) (also two invalids on the (B)(6)). He also had a positive lab based pcr with brl which was collected at 1pm on the 21st and cts of 21. Technical support reviewed data from backend and noted tested was completed with cartridge lot 19572l on reader sn (B)(4).